Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and obtryx were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat abnormal uterine bleeding, symptomatic pelvic floor relaxation and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal discharge. It was reported that the patient underwent the following procedures: from (B)(6) 2012 the patient underwent excision of exposed mesh and release of vaginal strictures due to exposed vaginal mesh, vaginal strictures, erosion, pain and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of bilateral salpingo-oophorectomy, sacrospinous vault suspension, and enterocele repair during mesh implantation. No additional information was provided.